Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18910. It was reported that the patient experienced ineffective therapy and therapy outside the pain area. X-ray confirmed that the leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue.